Event description:
While installing a dexcom g6 sensor on my son. The needle did not retract and the delivery unit remained attached to the sensor. This left the needle in my son's arm until I could separate the unit from the sensor. Once the delivery unit was removed, we removed the sensor and noticed the cannula tube and/or sensor was missing and is still in my son's arm. He now resists using the dexcom because "it hurt him" and "won't work right again".